Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "f94" was confirmed during product evaluation. The assignable cause was definitively identified as a depleted main battery, since the configuration option settings checksum was not 0. The main battery was replaced and all configuration option settings were reset per the service manual to resolve the reported problem. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-94; this condition had the potential to interrupt delivery. This condition was found in the ER upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.